Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that the end of the protective sheath of awl ((B)(4)) broke off during surgery. Surgeon retrieved broken piece and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed the tip of the straight awl sleeve that interfaces with the plate was missing, which allowed the tip of the awl to be exposed when the sleeve was fully retracted. The tip that broke off of the sleeve was not returned. The inside bore was measured to be 3.74 mm, which is slightly below the (B)(4) range indicated on the drawing, however, this dimension was difficult to measure because the metal was deformed around the edge of the hole, which could have prevented a larger gage pin to be inserted. There were also two detents/deformations on the tip of the sleeve. The other components of the awl were in good condition. The awl sleeve is intended to nest in the zero-p plate screw holes to provide the proper screw trajectory for the awl, the insertion of the awl sleeve into the plate does not require a lot of force. The awl sleeve tip doesn't have any features that lock to the plate, and therefore there isn't a way for the awl sleeve to get stuck on the plate. The design was validated in several cadaver labs and pd handling tests to ensure proper function. This complaint is indeterminate because it is difficult to determine the root cause of the damage. The deformed edge around the hole suggests that the tip was torn from the sleeve possible due to an excessive lateral force. This force could have been caused by dropping it or misuse, but there is insufficient evidence to determine the root cause. The manufacturing evaluation revealed the tip of the straight awl sleeve that interfaces with the plate was received broken off and was not sent along with the device. There are two marks on the angled tip. The inside bore of 3.75-3.80 mm range cannot be verified as the metal was deformed around the edge of the hole during breakage. The two marks on the angled tip point to the fact that forcible or inadequate use led to the damage. Since the broken off part is missing and cannot be verified we consider this complaint to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.